Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that the surgeon noticed the breakage of right side of l4screw from x-ray which x-rayed on (B)(6) 2012. Left side of the l3 and l4 blocker were loosened before left side of l4 screw breakage. All implants were removed on (B)(6) 2012 because of bone union. So, this removal op is not because of the screw breakage. This event occurred after (B)(4). Event description of (B)(4) is below. 'On (B)(6) 2010, the primary surgery was performed for burst fracture at l2. On (B)(6) 2010, the x-ray was taken for f/u showed that the blocker at left l4 was loosened together with the rod. The pt is not complaining of pain or discomfort at this moment. The surgeon decided to monitor the pt.'